Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole, upsized to 8f, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two proglide devices were preplaced successfully. The sheath was upsized to greater than 8f, and the evar procedure was completed. During closure with the two sutures, one proglide suture had not captured the vessel. The suture did not take. A third proglide device was inserted with bleed back noted in the marker lumen. The device was pulled back to confirm it was in the vessel, but the proglide became stuck. After the physician manipulated the device, it was removed. The elbow of the guide was noticed to be mangled. Vessel damage was observed. The patient went to surgery to repair the artery and achieve hemostasis. There was no reported clinically significant delay in the procedure; however, hospitalization was prolonged no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vascular injury is listed in the electronic perclose proglide instructions for use as potential adverse event of use of the device. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that contribute to difficult to remove vessel, include, but are not limited to, device interaction with calcified patient anatomy, tissue or suture caught in foot. Factors that may contribute to a guide break include, but are not limited to, challenging anatomy, excess downward force, or aggressive downward or torsional pressure during device removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.